Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report no delivery alarms and a high blood glucose level of 561 mg/dl. The customer performed troubleshooting and found a bent cannula. Customer was advised to return the entire set back for analysis. The insulin pump was not replaced or returned.